Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2017- 08286, 1627487-2017- 08287, 1627487-2017- 08288: follow up information was found for scs system was explanted.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2017- 08286, 1627487-2017- 08287, 1627487-2017- 08288: all four of the patient's leads are being reported because it's unknown which lead is liable. It was reported the patient experienced skin erosion at the lead site. The patient underwent surgical intervention (date unknown) where the lead was explanted.